Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement with no capture with bipolar or unipolar and confirmed via fluoroscopy. This ra lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement with no capture with bipolar or unipolar. This ra lead was surgically abandoned. No additional adverse patient effects were reported.